Event description:
A 71-year-old female patient (0942g004), enrolled in the exalt dscope 02 study, experienced an adverse event of fever on (B)(6) 2021. The patient had a medical history of cholangiocarcinoma, bile duct stones/gallstones (current), cholangitis (current), current immunosuppression (pharmacologically induced) due to chemotherapy for bile duct cancer, history of recurrent cholangitis, documented biliary or pancreatic stricture (unresolved), abnormal imaging finding (obstructed bile duct stent), relevant lifetime prior gastrointestinal surgical/upper endoscopic procedures: native major papilla; 3 previous ercps: prior biliary sphincterotomy (major papilla); prior stent placement (indwelling not longer than intended); cholecystectomy; hepatic surgery; and pancreatic surgery. The patient also tested negative for covid-19. The patient underwent a successful endoscopic retrograde cholangiopancreatography (ercp) completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for clearance of bile duct stones and placement of a biliary stent. It was reported that the physician had difficulty flexing the tip of the scope during the procedure; however, the procedure was still completed with this exalt scope. On (B)(6) 2021 the site reported that the patient had experienced an adverse event of fever on (B)(6) 2021. The patient was hospitalized from (B)(6) 2021 to treat the fever. The site also reported that the patient was given IV zosyn to treat the fever. The event resolved on (B)(6) 2021. The principal investigator (pi) assessed this adverse event with a moderate severity. The pi assessed the relationship as possibly related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported to be associated with the patient's adverse event. Additional information received on august 6, 2021 and august 17, 2021: the site reported that there was no definitive diagnosis made. Additionally, the onset date of the fever was (B)(6) 2021. It was also reported that the physician was working with the wheels in the locked position when the difficulty flexing the tip of the scope was experienced.

Manufacturer narrative:
Block g3: e7156 exalt dscope 02 clinical study. Block h6 (patient codes): patient code e230101 captures the reportable event of fever requiring hospitalization and prescription medication. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A (B)(6) female patient ((B)(6)), enrolled in the exalt dscope 02 study, experienced an adverse event of fever on (B)(6) 2021. The patient had a medical history of cholangiocarcinoma, bile duct stones/gallstones (current), cholangitis (current), current immunosuppression (pharmacologically induced) due to chemotherapy for bile duct cancer, history of recurrent cholangitis, documented biliary or pancreatic stricture (unresolved), , abnormal imaging finding (obstructed bile duct stent), relevant lifetime prior gastrointestinal surgical/upper endoscopic procedures: native major papilla; 3 previous ercps: prior biliary sphincterotomy (major papilla); prior stent placement (indwelling not longer than intended); cholecystectomy; hepatic surgery; and pancreatic surgery. The patient also tested negative for covid-19. The patient underwent a successful endoscopic retrograde cholangiopancreatography (ercp) completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for clearance of bile duct stones and placement of a biliary stent. It was reported that the physician had difficulty flexing the tip of the scope during the procedure; however, the procedure was still completed with this exalt scope. On (B)(6) 2021 the site reported that the patient experienced an adverse event of fever on (B)(6) 2021. The patient was hospitalized from (B)(6) to (B)(6) 2021 to treat the fever. The site also reported that the patient was given IV zosyn to treat the fever. The event resolved on (B)(6) 2021. The principal investigator (pi) assessed this adverse event of fever requiring medication and hospitalization with a moderate severity. The pi assessed the relationship as possibly related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported to be associated with the patient's adverse event.